Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous left superficial femoral artery. On the first inflation the wanda 4.0-20, 135 balloon was inflated to twelve atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as fine with no complications reported. This product is only ous approved but it is similar to an approved united states device.

Manufacturer narrative:
(B)(6). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).